Event description:
Approx 13 months ago, I went to skin clinic in my city for a consultation, 3 months prior, I had filler, not for volume loss but enhancement, they recommended a co2 laser and ultherapy, for prevention. The consultant stated that I had better skin quality than most (B)(6), but the treatments would help stimulate collagen etc! So I went ahead with the treatments believing and ensured it was all safe and beneficial. I had the co2 done! With some concerns especially with my eyes, but with reassurance from owner, that it's all healing well and it will take some time, and it will have beautiful results in the end. One month later, the ultherapy! Soon after the ultherapy treatment, I started to notice a change in my eyes and volume loss. I have headaches, constant sinus problems, facial bone pain, inability to produce sweat on face. My face has literally melted. My face has sagged, my neck has shrivelled up and eye lids both upper and lower have drooped in a matter of months. This has affected my relationship, friendships, job, family and quality of life. It is a nightmare you can't wake up from, I suffer from depression and anxiety attacks etc. My features are destroyed. You would never know I have cheek bones the symmetry of my eyes are different. I'm not sure if it is because of the volume loss or the damage to my eye lids. I just want my face back and I don't know if it is possible. It maybe very subtle, but it is huge to me and a few cm, mm, inches can make a huge asymmetrical difference to someone's face. This case is very shocking indeed. First of all, the procedure were carried out without any indications. That is, there were no serious reasons for choosing such aggressive treatments. Although the ultherapy and co2 procedures were conducted in sequence, most certainly the observed adverse effects were caused by the use of focussed ultrasound, as co2 lasers don't penetrate that deep (maximum depth - 1 mm). In this case we can clearly observe an injurious action on the deep skin layers. Focused ultrasound provokes heating-up of the tissues and their further coagulation, which results in tissue contraction. The coagulation process is irreversible. Therefore the possibilities of fibrosis and other consequences of thermic effect are very high. In this case, we cannot consolidate about the complication without supplementary diagnostic methods. However, there is a complication of thermic damage to the skin. In this case we cannot actually observe the lifting effect; in fact there was nothing there to lift up in the first place. However, we can see the reverse effect - the face is drooping down. This points to the fact that the thermal trauma was so severe, the tissues responsible for the natural support of the skin were damaged. I recommended by no means undergo any procedures that involve severe thermal or chemical burning to avoid further deterioration. The only damage-free option here, in my opinion, would be a recosma treatment. Unfortunately, it is not currently available in (B)(6). Good luck and don't lose hope! View answers from (B)(6) 2016.